Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the impedance of the lead was over 4000 ohms. The impedance was tested at 1 volt. Electrodes 2 and 3 showed high impedance values. Reprogramming was done for the time until surgery. Intraoperative impedance was tested and pairs 0/2 0/3 and 2/3 had impedance greater than 4000 ohms. Pair 1/2 had impedance of 1257 ohms and pair 0/1 had impedance of 902 ohms. The hcp decided to replace the lead. After the replacement, impedance testing showed normal impedance. The issue was resolved. No symptoms were reported, and the patient was alive with no injury. The issue occurred during normal use.

Manufacturer narrative:
Analysis of the returned lead (lot # unknown) found broken conductors at/near the tines. The complete lead was received for analysis. Both ends were intact and undamaged. Setscrew marks were observed in the correct location. The #1 conductor wire was fractured at/near the tines 4.0 cm from the distal end. The #3 conductor wire was fractured at/near the tines 3.9 cm from the distal end. The outer insulation was intact. The tines were visually ok. Electrical testing determined that the continuity of the conductors was not complete. There were no shorts observed between the conductors. If information is provided in the future, a supplemental report will be issued.